Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and passed out on june 28 at 12 noon with blood glucose of 600 mg/dl. The customer was treated with intravenous fluid, manual injection and insulin pump. The customer's other blood glucose was 208 mg/dl and treated with the food for low blood glucose of 62 mg/dl. The customer was dehydrated. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.